Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a sparc on (B)(6) 2005 to treat her pelvic organ prolapse and stress urinary incontinence. Plaintiff's attorney alleged plaintiff suffered serious bodily injuries, including extreme pain, erosion of internal tissues, chronic discharge and bleeding, dyspareunia, and other injuries. Plaintiff's attorney also alleged plaintiff sustained debilitating and permanent injury, disability, mental anguish, and aggravation of a preexisting condition.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.